Event description:
Based on additional information received on 25-jul- 2016, this case was upgraded from non-serious to serious as the seriousness criteria (required intervention) for the event of allergic reaction was added. This unsolicited device case from united states was received on 03-may-2016 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc and later was unable to walk without crutches/unable to walk for 2 weeks without crutches/continue to limb, was unable to sleep and experienced an allergic reaction. No concomitant medication or concurrent condition was provided. The patient's medical history was significant for carpal tunnel syndrome (cts surgery) (1996). The patient had allergy to diclofenac potassium (voltaren) (hives). On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (one injection; 1 mg) (dose, batch/lot number and expiration date: not provided) into the left knee for osteoarthritis of left knee. The same day, the patient's knee was in extreme pain, swollen, red stiff and was unable to walk without crutches for 2 weeks and had an allergic reaction to synvisc. The same day, the patient got blood work done (results not provided) and consulted a physician in person. On an unknown date in (B)(6) 2016, the same week, the patient went to see his physician whereby blood work was taken and his left knee was drained 40 cc's. It was reported that the patient's knee pain continued to get worse. It was reported that the patient's physician prescribed pain killers. On (B)(6) 2016, the patient consulted the physician. On (B)(6) 2016, the patient returned to see his physician again and the blood work results were not in. It was reported that the patient did not visit the emergency room for the problem. On (B)(6) 2016, the patient again saw his physician and his knee was drained twice (drained of 80 cc's of fluid). It was reported that the patient's knee continued to swell and extreme pain and was unable to sleep. It was reported that this was the worse pain, the patient ever had. Further, reported that the patient was unable to walk for 1 week, lost wages. It was reported that the patient continued to limb with constant knee swelling which he did not have previously. It was reported that the medication after his insurance paid costs were high and had to miss work for one week. It was also reported that the patient was very dissatisfied and disgusted with the allergic reaction, doctor bills, medicine co-pay, missed wages and most of all the pain and anguish he suffered because of synvisc. It was reported that the patient was requesting his lost wages, 3 doctors visit at each and for the medicine deductible. It was reported that the patient was on a fixed income and was not asking for the world or get rich, simply his medical expenses. Action taken: drug withdrawn nos. Corrective treatment: cortisone one shot for allergic reaction; unknown for rest of the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for allergic reaction. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required follow up was received on 04-may-2016. No new information was received. Additional information was received on 25-may-2016: global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 06-jun-2016. No new information was received. Follow up was received on 06-jun-2016. No new information was received. Additional information was received on 25-jul-2016 from the patient. This case was upgraded from non- serious to serious as the seriousness criteria (required intervention) for the event of allergic reaction was added. The patient's age was added. The event term was updated from "unable to walk without crutches/unable to walk for 2 weeks without crutches" to "unable to walk without crutches/unable to walk for 2 weeks without crutches/continue to limb". The symptom of swollen red was added. The event onset date of allergic reaction and unable to walk without crutches/unable to walk for 2 weeks without crutches/continue to limb was updated from (B)(6) 2016. The patient's medical history and past drug was added. Clinical course updated and text was amended accordingly